Event description:
It is alleged that at the conclusion of a shoulder arthroscopy and after the incision was closed, it was noted that the inner diaphram from the operating cannula was missing. The doctor was notified and elected not to open the incision and attempt to retrieve the part.